Event description:
A malfunction on a pump was reported, but no notable events occurred prior to the issue. The impact on the customer's blood glucose level was not reported, as the customer declined to answer whether blood glucose levels exceeded 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues arise again.